Event description:
It was reported that about a month prior to the report the patient had his devices checked at the healthcare provider¿s (hcp) office and the hcp mentioned that she was unable to connect to the patient¿s newest unit. The patient experienced a fall on (B)(6) 2014 while abroad, and even though he did have x-rays and CT scans of his back, he was hospitalized for a while as well. He had a head MRI upon returning home, but it could not be determined why the clinician programmer would not connect with the implant. The reporter also stated that the patient was in so much pain that she could not tell if it was pain or if the therapy was not helping anymore. The patient was in rehab at the time of the report. A patient outcome or cause of the communication issues was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v038151, implanted: (B)(6) 2007, product type: lead. (B)(4).